Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are unable to rewind the insulin pump. The customer's blood glucose was 299 mg/dl at the time of incident. The customer stated that they tried different infusion sets or cannula lengths. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with pump error alarm during rewind due to corroded motor home switch. Pump passed the self test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. Visual inspection of the reservoir tube confirmed that the stopper portion of the reservoir was wedged inside of the reservoir tube. Removed the stopper and verified that no damage occurred to the motor slide. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window.